Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level would be elevated and ketones were present. The customer's current bg level was over 500 mg/dl. Tandem technical support had the contact perform a system check and the occlusion appeared to be related to the infusion set site; however, the contact stated that they have never observed a bent/kinked cannula. The infusion set site was changed and a correction bolus was to be delivered to address the high bg level.